Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit for preventive maintenance with no allegations. No patient impacted. No further information was available. Upon triage on (B)(6) 2018 the service tech found that the lcd display was not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿returned the unit for preventive maintenance with no allegations. No patient impacted. No further information was available. Upon triage, the service tech found that the lcd display was not working..¿ the unit was triaged and the reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.